Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.

Event description:
Welch allyn customer reported there is no video coming from the cpu on their acuity central station. The customer checked all the connections and rebooted the system and still gets no video. Welch allyn replaced the cpu the following day ((B)(6) 2015). The customer reports that the system functions as designed since the cpu replacement. There was no report of any patient harm as a result of the reported event.